Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia (bg 369 mg/dl) lasting approximately seven hours. The infusion set appeared normal, the cgm was communicating, and the ilet system was operating correctly. The user chose to monitor bg for 90 minutes and would call back if unresolved. No symptoms or health effects were reported.